Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of hospitalization for high blood glucose of an unknown level. Nurse was advised to have the customer call back to troubleshoot and provide further information when they are able. No further details given.